Event description:
An (B)(6) female with history of rheumatoid arthritis and right humerus fracture. The patient had an internal fixation, unable to determine when this insertion took place. Pain and deformity was noted of her right proximal humerus, x-ray read, non-union with disruption of internal fixation and loose screws noted. Intra-op per surgeon, noted broken screws and mentioned nonunion reasonable due to extreme osteoporosis, fixation unable to hold well. She underwent, removal of broken screws and plate, internal fixation of the nonunion of the humeral shaft and bone graft from the iliac crest.